Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriately three bursts of anti-tachycardia pacing (atp) and one shock due to sinus driven rhythm. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.